Manufacturer narrative:
Received one plp2020 in opened original package. Lot number was not verified. Performed a visual inspection, no abnormalities or defects were confirmed. Performed a functional inspection using the esu system, the complaint was confirmed. The device automatically activated coag when plugged into the esu unit. When investigating further into the electrical circuit board, there was evidence of corrosion which could potentially cause the failure mode. A root cause cannot be determined, however, based upon evaluation of the device; a possible cause of this event could be tissue or fluid ingress into button site affects button depression. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. A two-year lot history review shows a total of 2 devices for this lot number and failure mode. A two-year review of complaint history revealed there has been a total of 68 complaints, regarding 116 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: keep the active electrodes clean. Build-up of eschar may reduce the instrument¿s effectiveness. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The customer reported that the plp2020, plumepen elite surgical smoke evac pencil, 10ft tubing,qty20, was being used during an unknown procedure on (B)(6) 2024 when it was reported, ¿it was reported as additional information that coag did not output.¿. There was no report of injury, medical intervention, or hospitalization for the patient. However, during evaluation of the device it was discovered that the device self-activated when plugged into the esu. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.